Manufacturer narrative:
The following fields were updated due to additional information d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval?: 19-dec-2025. Bd received one sample and one photo for investigation. The customer-provided photo shows a device with blood leakage in the holder and on the shields of the tubes. The returned sample was subjected to visual inspection for sleeve leakage. The sample failed testing as it was received with blood leakage in the attached holder. Additionally, 10 retained samples were subjected to functional testing for sleeve leakage. All retained samples passed testing, with no evidence of side-pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred on two (2) units resulting in blood ending up in the holder and on the tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
G5: additional PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred on two (2) units resulting in blood ending up in the holder and on the tubes. No adverse impact was reported regarding the patient or user.